Event description:
It was reported that one week following the implant procedure, the patient experienced a hematoma of the device pocket. The physician surgically revised the pocket to drain the hematoma and the device remains implanted. The patient was stable with no additional adverse consequences.